Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2024, it was reported that the patient was sitting on the couch when she suddenly lost consciousness. The patient¿s cgm was reading between 65-70 mg/dl and the bg meter was reading 30 mg/dl. The patient¿s husband called 911. Once ems arrived, the patient was treated with a glucagon injection and IV dextrose. Ems transported the patient to the ER. The patient was in the hospital for 15 days (the long-time frame was due to another medical issue (surgery for a broken arm unrelated to the dexcom device). The patient¿s home medications include lantus and novolog insulin. The patient was in a lot of pain at the time of report due to her recent surgery. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.